Manufacturer narrative:
All available information indicates that the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
An invasive revision procedure was performed and the device was explanted due to extended charge time measurements.

Manufacturer narrative:
At this time the device has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device, which not affected by a product advisory issued to physicians since (B)(6) 2005, reached elective replacement indicator (eri) likely due to charge time measurements. To date, no adverse patient effects were reported with this clinical observation.